Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: it is unknown if the patient was a fresenius patient or utilizing any fresenius products prior to the hospitalization; therefore, it cannot be confirmed if there is a temporal relationship between pd therapy utilizing a liberty select cycler with cycler set and the patient event of peritonitis. There is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler or cycler set. All dialysis treatments include risk of infection due to a compromised immune system and dialysis techniques increasing the potential of microbial contamination. Based on the limited information the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis.

Event description:
On (B)(6) 2021 it was reported by the registered nurse that the patient was initially admitted for a diagnosis of peritonitis. Follow-up with the nurse did not yield any additional information aside from the patient gender identified as a female. The specific patient could not be identified, and no information related to the peritonitis could be recalled.

Event description:
On (B)(6) 2021 it was reported by the registered nurse that the patient was initially admitted for a diagnosis of peritonitis. Follow-up with the nurse did not yield any additional information aside from the patient gender identified as a female. The specific patient could not be identified, and no information related to the peritonitis could be recalled.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: d4

Event description:
On (B)(6) 2021 it was reported by the registered nurse that the patient was initially admitted for a diagnosis of peritonitis. Follow-up with the nurse did not yield any additional information aside from the patient gender identified as a female. The specific patient could not be identified, and no information related to the peritonitis could be recalled.